Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and the lead was stretched. We also received performance data collected from the device and have analyzed the data. High resistance/impedance was noted with five patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2012 and (B)(4) 2012. The weekly pace measurement log data show various spike increases for maximum left ventricular pace equal to 584 to 11456 ohms range between (B)(4) 2012 and (B)(4) 2012.

Event description:
It was reported that there was a patient alert for high left ventricular lead pacing impedance. The lead was probably fractured right beside the fixation sleeve and it was where the lead was cut. The lead was explanted and replaced. No patient complications have been reported as a result of this event.